Event description:
Coopervision was made aware by boots opticians limited of a patient who may of contracted acanthamoeba keratitis. The patient may of worn proclear lenses. Acanthamoeba keratitis can lead to permanent vision loss. The report is unconfirmed. No lenses were returned and no lot number was provided.